Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the hip being infected. The surgeon did a wash out with head and liner replacement.